Event description:
It was reported that high impedance, oversensing, and inappropriate therapy were reported. The lead was replaced and no further patient complications have been reported as a result of this event.